Event description:
On (B)(6) 2010, patient reported he was not able to deliver a bolus with his down arrow button. Patient stated the issue began on (B)(6) 2010 when he was unable to deliver a bolus with the down arrow button after eating dinner. Patient reported the button does pop back out after being pressed. Educated patient on how to access the standard bolus feature. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.